Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a high blower temperature failure occurred. The device was in use on a patient at the time of the reported issue being discovered; however, there was no harm to the patient or user. The customer requested the part number of the blower. The remote service engineer (rse) provided the customer with the part number of the blower to order and replace.

Manufacturer narrative:
Information was received that the customer replaced the motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.